Manufacturer narrative:
(B)(4)

Event description:
During the patient's pump implant procedure, the stylet was tight and difficult to remove. It did not cause any shearing nor was there a patient injury. Csf (cerebrospinal fluid) was verified after the pump was connected to the catheter. The patient was reported to be doing well.